Event description:
It was reported the pt is experiencing loss of therapy from her scs system. An sjm rep met with the pt but was unable to provide effective stimulation through reprogramming. X-rays were taken but reportedly did not reveal any anomalies. The pt will follow up with her physician to determine the next course of action to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.